Event description:
It was reported that unknown clave connector came apart from a clearlink duo-vent continu-flo set during infusion of unknown solution. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was available at the plant for evaluation. Visual inspection confirmed that the male luer was missing. Close visual inspection of the tubing end showed that there was no visible solvent plow ridge present. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The report source is distribution manager in addition to company representative. The cause of the condition was determined to be due to a manufacturing issue. In order to investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.